Manufacturer narrative:
G4: 08jan2020. B4:(B)(6). The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse completed preventative maintenance on the unit. The touchscreen operated correctly. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31/2019.

Event description:
It was reported that the unit's touchscreen response was inaccurate. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.